Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient felt recovery was "horrible and worse than childbirth". Patient noted discomfort 48 hours post lasik. The patient admits to not using post-operative eye drops as directed. The patient did not reach out to the doctor over the weekend when was uncomfortable. The patient is now back on track with recovery. Eye drop compliance was stressed. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be identified or determined conclusively. The manufacturer internal reference number is: (B)(4).